Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the irrigation/electrode error could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the the occurence of the generator error code 400:26 associated with check irrigation/electrode. Also, error code was 400:12 occurred. In addtion, the device had a missing foot and some scratches on the lower chassis assembly. These scratches are in various areas of the lower chassis but do not impact the functionality of the device and this does not warrant replacement of the lower chassis. The front panel handpiece sockets were loose with the right-hand socket pushed into the connector housing indicating the plastic mounts have snapped. Some of the internal snap rivets were broken and were loose. The customer¿s footswitch is in a bad condition with the paint missing from the lower section of the footswitch and the mode selector switch missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gyrus, pk-sp generator "does not coagulate." Inspection and testing of the returned device found error code 400:26 associated with "check irrigation/electrode." There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.